Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the battery. The device is back in service.

Event description:
The manufacturer's field service engineer reported a faulty battery. No patient involvement.